Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the user experienced the inability to prime. The following information was provided by the initial reporter. The customer stated: this is a report about needle clog. According to the patient's report, the drug solution didn't come out upon priming.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-22. H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported when using the bd micro fine plus¿ insulin pen needle, the user experienced the inability to prime. The following information was provided by the initial reporter. The customer stated: this is a report about needle clog. According to the patient's report, the drug solution didn't come out upon priming.